Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg bag would not allow urine to flow into the bag from a male external catheter. As a result, the urine would back up and leak from the side of the male external catheter.

Manufacturer narrative:
The reported issue (it was reported that the leg bag would not allow urine to flow into the bag from a male external catheter, as a result the urine would back up into the male external catheter and leak from the side of the male external catheter) was unconfirmed after the visual and functional evaluation. During functional evaluation, the liquid flowed continuously toward the interior of the leg bag until it was filled to its maximum capacity. No problem was observed when the liquid was drained out from the leg bag. Additionally, the embossed of the leg bag and flutter valve was found to be correct. No manufacturing deficiencies were found on the sample returned that would have contributed to the reported problem. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "- position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4).

Event description:
It was reported that the leg bag would not allow urine to flow into the bag from a male external catheter. As a result, the urine would back up and leak from the side of the male external catheter.